Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in tanabe, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm gave an error message related to a malfunction and the clamp mark on the s5 control panel disappeared. After checking the error display, the problem was resolved. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
UDI related data quality updates only. D1. Brand name has been corrected and updated in the dedicated section.

Event description:
See initial report.

Manufacturer narrative:
Per the information provided by the livanova technician in charge, the issue could not be reproduced and it was asked the device to be shipped back to livanova for repair. In livanova, the device was cleaned and checked and the claimed problem was not reproduced as well. Functional verification checks were performed and passed positively. The unit returned to the customer. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other complaints have been reported. The replaced parts have not been requested for a specific investigation for the following reasons: no short-term or long-term trends has been detected for the reported type of failure; reportedly, no patient impact occurred; in addition, a review of similar occurrences has been conducted and identified that the problem had been already investigated. Considering that the problem disappeared after being acknowledged during the procedure and no deviations of the clamp were found, the event can be considered as an isolated fault, whose root cause is unable to be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.